Event description:
It was reported that a capture anomaly was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event a partial lead was returned in two pieces measuring 11.2cm from the connector pin and 51. An 8 to 54.2cm from the distal tip. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.